Manufacturer narrative:
The sutures pieces were examined for visual inspection and the barbs were missing or damaged along the strands and the ends of the suture pieces were noted to be cut. As the suture is absorbable and due to the condition of the sample returned, the tensile strength test cannot be performed as the process of degradation has begun due to the exposure to the environment. No conclusion could be reached on why the customer reports that the strand was broken, due to condition of the sample returned.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was the date of the procedure? (B)(6) 2016. What tissue was the stratafix symmetric suture used on? Abdominal wall fascia. What was the condition of the tissue (normal, diseased, weakened)? Unknown, but the surgeon would know. Was there any anomaly or deficiency noted with the suture prior to use? No, and the suture was not mishandled during usage (surgeon specifically mentioned it was not misused by grasping with instruments). How was the suture placed (starting at end or middle of incision)? Started at the end of the incision (cranial). Was the fixation tab intact when the suture was placed in the patient? Yes. Was there any patient event prior to the suture rupture (cough, fall)? Unknown. What is the surgeon opinion as to relationship of the suture contributed to the symptoms? Z880g has been used for years, and the only difference in this case was changing to stratafix. What was the date of the second procedure? (B)(6) 2016. What was the location of breakage, initiation or termination end? In the middle in two different spots how much of the incision was open (in cm)? Unknown, could be provided by surgeon. Do you have any photos of the suture during second procedure? No, but the suture itself will be returned. What was used to close the fascia during second procedure? Z880g. What are the patient age, weight, past medical and surgical history? Unknown, but could be provided by the surgeon. What is the current condition of the patient? Patient is doing fine.

Event description:
It was reported that the patient underwent a hand-assisted low anterior resection procedure on (B)(6) 2016 and the barbed suture was used in a continuous stitch to close the abdominal wall fascia and started at the end of the incision/cranial. Following the procedure, the patient returned with dehiscence of the abdominal wall fascia and required reoperation. During the reoperation on (B)(6) 2016, it was found that the suture had broken in the middle in two different spots and barbs were present but some were starting to absorb. The pieces of broken suture were removed from the patient and other device was used to reclose the fascia. Currently, the patient is doing fine.